Event description:
It was reported that the device failed the user test and the service light was illuminated. The facility biomed found several fault codes that could potentially indicate a critical failure logged in the device memory. Furthermore, during a calibration attempt, the device locked up and was power cycled to restore to normal operation. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the reporter technical assistance. Follow up with the customer found that the biomed repair attempts were not successful. The customer declined physio-control's repair offer and informed that the facility did not have any plans to repair the device this time. The cause of the reported problem is unk.